Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a needle retraction issue and/or deployment issue the day the sensor was inserted; it could not be determined from the report which had occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Upon insertion of the sensor, the patient had a needle retraction issue. After depressing the primary button, the applicator would not detach from the sensor. The patient attempted to remove the entire device which caused trauma and discomfort. He visited a local general practitioner (gp) who administered local anesthetic to remove it and applied a single stitch to close the wound. No product or data was provided for investigation. Confirmation of the allegation was confirmed based on the successful removal of the sensor applicator with local anesthetics on (B)(6) 2020. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Confirmation of the allegation was confirmed based on the successful removal of the sensor applicator with local anesthetics on (B)(6)2020.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR "confirmation of the allegation and a probable cause could not be determined." H2: correction. H6: result code - correction. H6: conclusion code - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue was reported. The sensor was inserted into the abdomen on (B)(6) 2020. Upon insertion of the sensor, the patient had a needle retraction issue. After depressing the primary button, the applicator would not detach from the sensor. The patient attempted to remove the entire device which caused trauma and discomfort. He visited a local general practitioner (gp) who administered local anesthetic to remove it and applied a single stitch to close the wound. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.